Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Additionally, during the charging event, the pump began to smell burnt. There was no reported impact to customer¿s blood glucose level. Replacement charging supplies were sent to the customer to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.